Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported burn could not be conclusively determined.

Event description:
A patient burn occurred at the grounding pad site. The grounding pad was placed on the patient¿s lower lateral abdomen. The patients skin was prepped as instructed. Upon removal of the grounding pad, the patient¿s skin was noted to be reddened and blistered at the grounding pad site.